Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter battery issue occurred. It was indicated the patient started their transmitter past the 'use by' date, which is misuse of the device. The product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed and passed. Nordic bluetooth pairing test was performed and passed. No data was provided for evaluation. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter battery issue occurred. It was indicated the patient started their transmitter past the 'use by' date, which is misuse of the device. Data was received but does not reflect full investigation window. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.